Event description:
A patient was having cataract surgery on tuesday (B)(6) 2024. The surgeon successfully removed the cataract and inserted the new intraocular lens. Upon inserting the new lens one of the haptics was noted to be amputated and sitting on top of the new lens. The surgeon removed the loose haptic then cut the lens in half and removed it. The surgeon then placed a new intraocular lens and was able to finish the surgery normally.